Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that small battery drive device suddenly stopped working mid-use. The reporter stated that several attachment devices and both of the battery devices were tried without success. It was determined that the problem was most likely the handpiece device. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started working then stopped during pre-repair diagnostic assessment. It was further determined that the coupling head was worn and the motor was working intermittently (normal wear). It was determined that the internal components showed signs of immersion (improper cleaning). Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.